Manufacturer narrative:
Vyaire complaint #: (B)(4). - at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen is blank. The customer stated that this occurred on start up and there was no patient involvement associated with this event.